Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing a hex driver on an unknown date. During the procedure, the tip of the driver fractured and was retained in the patient. There has been no report of a revision procedure to remove the fractured piece to date. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur. "Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Evaluation of the returned device found the tip of the modular bit fractured in multiple planes. The fracture pattern appears torsional and due to overload. The hardness of the device was measured and found to be within specifications. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed on (B)(4), 2011.